Event description:
A remstar procflex+ system one 60 series device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, device had dust fail contamination and presence of error code 53 (err_comp_log_sem_timeout), error code 31 (rr_motor_vbus_high_blower_off), and error code 66 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.